Manufacturer narrative:
The pump was returned and was found to have passed but that the motor error alarm was due to loose drive support disk. Pump was received with minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump alarmed motor error and that her pump lost power. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.